Event description:
It was originally reported that while the stimulation was turned on and off, the pt experienced pain at the neurostimulator sited and noted she could "feel wires" on the top of the device. The pain was described as unbearable and she was oral medications for the pain which were not helping. She noted that the device has moved and was sitting on her bone. Follow-up info indicated the pt visited her physician and was no longer having problems with her device.

Manufacturer narrative:
(B)(4).